Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized for diabetic ketoacidosis (dka). Reportedly, the customer had run out of insulin, and did not replace it in a timely manner. The customer also had cold symptoms. While hospitalized, the customer was treated with mannitol, and hypertonic saline. The customer was released 5 days later on (B)(6) 2015.